Event description:
Patient was revised to address a synthes screw that had been previously implanted during a reconstruction of the posterior wall backed out and damaged the liner. The liner was no longer locked into the cup. Additional information obtained from the sales rep indicated that it is possible that the cup was not positioned properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.